Event description:
Pt was revised to address acetabular loosening and vertical positioning medwatch report states: pt had recalled depuy implant. Md determined revision was necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional info from the user facility: (B)(4) 2010, total hip, (B)(4), model#s 9998-00-245, 9998-00-378, lot# 2569971and 2495660, e1: c. Brome, (B)(4).